Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03015 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set and a symphion fluid management accessories device were used during a uterine hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during hysteroscopy with the genesys hta device, the physician noted that the patient¿s uterus appeared scarred and contained a lot of clot-like material. The physician was unable to visualize neither the tubal ostia nor the fundus due to the clots. The physician then transitioned to using the symphion device to resect out the clot material. Within 5 minutes, the symphion system¿s 3-liter saline bag was empty. The physician halted the procedure to account for the lost fluid. The 800 ml of fluid from the genesys hta device and 1700 ml of fluid from the symphion device could not be accounted for. A laparoscopic examination of the abdominal cavity was performed and there was no fluid or evidence of a uterine perforation. The physician prescribed toradol and norco for pain management. Post-procedure imaging was performed and no fluid was identified within the patient¿s abdomen or inside the uterus. It was noted that the patient¿s uterus appeared to be ¿big.¿ there were no further patient complications reported as a result of this event. The patient¿s condition was reported to be fine.